Event description:
Probe passed test, but started frosting during first freeze. Dr manually applied care (dripped warm sterile saline) to probe to prevent pt injury during the rest of the ablation. Per dr, pt is doing fine. The tech cut the probe hose at the end of the case, so only the probe itself is able to be returned. Lot number is unk.

Manufacturer narrative:
Pt condition reported as ok per dr. Issue was confirmed: frosting along shaft. Probe was sent out for further eval.